Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and a pump error occurred on the insulin pump. Customer's blood glucose value was 549 mg/dl at the time of the incident. The customer was unable to perform troubleshooting at time of call. Customer will not return device for analysis.